Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the front right bottom corner and the l bracket pole clamp, the right and left plunger cases were chipped/cracked, and there was visible contamination. A review of the event history log (ehl) identified force sensor bridge test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced left plunger case (cracked), force sensor and plunger cable as preventive measure. Recalibrated, performed self-test, infusion and occlusion test.

Event description:
Additional information received via email from customer: no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited bridge force sensor. No adverse effects were reported.